Event description:
The customer reported that the audio alarm was not working. The nellcor puritan-bennett customer support engineer verified no audio alarm. The engineer inspected the device and reseated a loose connection between the alarm assembly harness and the front panel display pcb. The unit passed extended self testing. The report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.